Event description:
The provider states chair will randomly stop while driving and the wrench will flash. Unable to count flashes; fault log full of 0700 codes.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.